Event description:
It was reported by the patient that their inflatable penile prosthesis (ipp) cylinders are both on one side of the penis, which has caused the glans to feel partially empty and difficult inflation. The patient also reported loss of penile length and girth. The patient underwent a surgical intervention, during which, cylinder crossover was identified, which is suspected to be related with septum weakness. The device was removed due to pending distal erosion. No additional patient complications were reported.

Manufacturer narrative:
Approximated based on the date the manufacturer was aware of the event. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Event date b3: approximated based on the date the manufacturer was aware of the event. Correction to field a2 date of birth. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported by the patient that their inflatable penile prosthesis (ipp) cylinders are both on one side of the penis, which has caused the glans feel partially empty and difficult inflation. The patient also reported loss of penile length and girth. The patient underwent a surgical intervention, during which, cylinder crossover was identified, which is suspected to be related with septum weakness. The device was removed due to pending distal erosion. No additional patient complications were reported.